Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue an insulin safety syringe. The customer reports the nurse was administering an insulin injection to the abdomen area of a resident. She stated that she though she had activated the safety mechanism and heard the activation click, she went to cover the resident back up, and when she brushed against the end of the safety cover, the needle was exposed and she stuck herself. Treatment for the needle stick injury was performed.